Event description:
Pt had star sliding core bearing and talar component revised.

Manufacturer narrative:
Tibial component downsized as a result of pt's impingement on the medial malleolus. Sliding core was exchanged due to opportunity. Visual eval shows normal wear. Review of device history records shows no anomalies. Additional exp date: 06/2014. Additional MFR date: 06/2009.